Event description:
Approximately 2 months post the index procedure it is reported the patient suffered from an mi. Cec adjudicated the mi as a mdt and arc defined event. The death certificate listed the immediate cause of death as ischemic cardiomyopathy with underlying causes as coronary artery disease and diabetes mellitus type ii.

Event description:
Three endeavor sprint rx stents were implanted in the prox lad and one endeavor sprint rx stent implanted in the mid rca during index procedure with support of an impella device for left ventricular dysfunction. PICC line placement was required due to congestive heart failure one day post procedure. Severe scrotal edema was noted 2 days post procedure which was treated with diuretics and placement of an indwelling foley catheter. Approximately 2 weeks post index procedure, patient was hospitalized due to of haematuria with bright red blood cloths a three-way catheter for continuous bladder irrigation was implanted and antibiotics were administered. Dapt therapy was held during admission. Patient was anaemic and was treated with blood transfusion. Patient was discharged with a foley catheter in place. On discharge, asa and clopidogrel therapy was restarted. It was reported that approximately 2 months post stents implant, the patient was re-hospitalized for congestive heart failure, low pressure with inability to find radial pulse. Medical treatment was provided with good results and the patient was discharged. However, it was reported that the patient died at home a few days later. The death certificate listed the immediate cause of death as ischemic cardiomyopathy. No autopsy was performed. (Ref MFR # 9612164-2011-00588, 9612164-2012-00161, 9612164-2012-00162, 9612164-2012-00163).

Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4).

Manufacturer narrative:
(B)(4).